Event description:
It was reported that the catheter segment length labeled on the box was incorrect. The catheter segment length listed on the box was 73 cm; however specifications within the packaging was listed as 73.7 cm. There were no patient symptoms reported. The drug delivered via pump was unknown.

Manufacturer narrative:
Product ID: 8784, serial#: unknown, product type: catheter. (B)(4).